Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument involved with this complaint and completed the device evaluation. The primary reported event of grip issue was not reproduced during failure analysis investigation. Visual inspection confirmed no grip misalignment. The instrument was placed and driven on an in-house system and passed all testing specification including the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. As part of investigation, the instrument was further evaluated and found additional observations that were not reported by the customer and not related to the reported issue. First, was damaged conductor wire insulation that exposed the internal wires. The compromise was located at the proximal clevis at the distal end. No missing material was noted. The instrument was tested and passed electrical continuity. This observation is indicative of a component failure. The second additional finding identified scratch marks / abrasions located at the bipolar yaw pulley that are indicative of mishandling and misuse. Lastly a frayed grip cable at the distal end was confirmed and attributed to a component failure. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. A review of the instrument log for the fenestrated bipolar forceps instrument lot# n10210301 / sequence 401 associated with this event has been performed. Per logs, the instrument was last used for a procedure on (B)(6) 2021 on system sh2461. The instrument has no remaining usable lives and has expired. A review of the submitted image was performed. The image showed a fenestrated bipolar forceps instrument; however, the customer reported issue could not be confirmed without a full evaluation of the product. No additional observation could be made based on the image quality of the submitted photograph. The customer reported complaint does not itself constitute an MDR reportable event; however, this complaint is being reported because failure analysis of the fenestrated bipolar forceps instrument confirmed damaged conductor wire insulation that exposed the internal wires with passed electrical continuity testing. This failure could lead to inadvertent energy transmission to tissue other than intended via the exposed conductor wire. Although there was no arcing reported, and there was no patient injury reported, if this failure were to recur, it could cause or contribute to an adverse event. Follow-up was attempted, but the patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable.

Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, the jaw of the fenestrated bipolar forceps did not close properly to hold the tissue. The user completed the procedure using the backup instrument with no further issue reported. No fragment fell inside the patient. No impact or patient consequence was reported.